Event description:
Intra-op the endo stitch needle which is the vloc broke into 2 pieces. Intra-op xray was done. Piece of the needle was found inside the tissue. Surgeon was successful in retrieving back the other half of the needle. Another xray was done intra-op to verify needle was out. FDA safety report ID# (B)(4).